Event description:
The customer reported that she was involved in a car accident. The customer was driving and was wearing the insulin pump, but was not experiencing high or low blood glucose levels at the time of the accident. The customer's blood glucose levels did elevate after the accident, and she was treated in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.